Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker (pm) was over-sensing noise. The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information indicated provocative testing was performed to re-create the noise, but it was unsuccessful. There were no consequences to the patient..

Manufacturer narrative:
Corrected data: d6a changed from (B)(6) 2022 to (B)(6) 2020.